Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device- location of device: uterine wall / failure to occlude (close) fallopian tube') in a (B)(6) year old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti "), migraine ("migraine/ headaches") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, migraine, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2013-per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram on (B)(6) 2013: unilateral occlusion (left tube occluded). Plaintiff was told that her left tube was occluded but the right tube was not. No contrast seen down the fallopian tube on the left including affective tubal interruption contrast seen entering the fallopian tube on the right essure clip is seen within the fallopian tube. Most recent follow-up information incorporated above includes: on 10-jul-2020: pfs and mr received. New reporter, date of birth, height, weight, labs, medical history date of removal, lot number added. Event injury was updated to medical device removal,new events added: device failure, device migration, dysmenorrhea,dyspareunia, uti, migraine, headache, weight increased. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of essure device- location of device: uterine wall/failure to occlude (close) fallopian tube'). In a 31-year-old female patient who had essure (batch no. A33564), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and migraine ("migraine/headaches"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, migraine, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2013, per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, unilateral occlusion (left tube occluded). Plaintiff was told, that her left tube was occluded, but the right tube was not. No contrast seen down the fallopian tube on the left. Including affective tubal interruption. Contrast seen entering the fallopian tube on the right, essure clip is seen within the fallopian tube. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.